Event description:
It was reported by service report that the head end jack was drifting and the brakes were not holding. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Mfrs investigation is still ongoing; if add'l info is received, a f/u report may be submitted.